Event description:
Same as manufacturer's report #6000089-2006-01705. Tap. It was reported that 97 days after implantation of a 2.75x24mm and a 2.5x8mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the "very tortutous," left anterior descending artery (lad). A pre-intervention stenosis of 75-80% was reported. The lesion, noted to be "difficult to access," was pre-dilated with a 2.75x12mm quantum maverick balloon. A 2.75x12mm taxus stent was deployed at 12 atm in the region of the lesion. The stent was post-dilated with a 2.75x12mm quantum balloon. A post-intervention residual stenosis of "less than 10%" was reported. The patient presented 97 days after the initial procedure with unstable angina and a 70-95% distal lad in-stent restenosis. An atherectomy of the lesion was performed using a 3.0x10mm cutting balloon. A 10-20% residual in-stent restenosis was reported. The patient received heparin, cardene, and lovenox during; and plavix after the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is not known, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.